Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The voltage on 5v power supply on ffb board was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.